Event description:
It was reported that post a metal stent placement procedure, a stent migration occurred. The ultraflex esophageal 18mm x 4mm stent was implanted at an unspecified location in the esophagus for treatment of esophageal cancer. It was noted that "after two days of procedures" the stent had migrated "completely to the stomach". The physician was able to remove the stent from the patient's stomach, however, it is not known how. Upon inspection, the physician noted that the stent's cover had been cut. It is not known how the procedure was completed. The patient's status is reported as "stable". The returned device was an ultraflex tracheobronchial stent. Despite numerous attempts to contact the user facility, it is not known at this time whether a ultraflex tracheobronchial stent or esophageal stent was used.